Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The event history log review revealed no alarm or iipv event that could have caused or contributed to the reported problem of fluid overload. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. The service history review revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a fluid overload while using the homechoice device, during a drain phase. The patient was connected at the time of the event. The cause of the fluid overload was reported to be peritoneal membrane failure. It was not reported if the patient was hospitalized for the fluid overload. On an unreported date, the patient was placed on permanent hemodialysis. Additional treatment for the fluid overload event was not reported. No additional information is available.